Event description:
Chair has left me stranded; since delivery on (B)(6) 2020 the chair cannot hold a proper charge. They replaced the batteries at least three times. Three weeks ago they finally replaced the motors. Now the motor overheats and smells of burned oil. They stated the motor is safe to reach '250* f'. Skin burns at '118* f' there are no guards in place. FDA safety report ID# (B)(4).